Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty high voltage cable. System operates as intended.

Event description:
Customer reported system is not rotating image when desired. No patient injury was reported.